Event description:
The company was made aware that the pt's electrode array had migrated out of the cochlea. Repositioning surgery is under consideration. Advanced bionics is in the process of gathering more info and will submit a supplemental report once more info is obtained.